Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that one high impedance measurement was observed on the right ventricular (rv) lead. It was discovered that the implantable cardioverter defibrillator (ICD) experienced a bit flip memory error but it could not be determined if this caused the high impedance measurement. The ICD and lead remain in use. No patient complications have been reported as a result of this event.